Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 6.3mmol/l. It was stated that insulin squirted out during the manual prime process and then the device alarmed. It was mentioned that the insulin pump was stuck on the prime loop. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.